Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The 75% stenosed, 20mm in length, de-novo target lesion with an ejection fraction of 66% was located in the mildly tortuous, non-calcified, 2.75mm in diameter anterior descending artery. A 20 x 2.75 promus premier, along with a non-bsc guide catheter and pt2 guide wire were selected. An attempt was made to advance the device through the guide catheter and than "to the site of injury"; however, the device was unable to cross the lesion so it was removed. It was further reported that "it is evident that the balloon which supports the stent is retracted and is folded in the distal region." The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no issues with the profile of the crimped stent. There were no signs of damage, stretching or lifting of the stent struts, however the crimped stent had moved relative to the proximal and distal markerbands that are fixed onto the inner wire lumen. There was no evidence of movement of the crimped stent on the balloon. A visual and tactile examination of the inner wire lumen found that the lumen wall was stretched and necked in the location between the proximal edges of the crimped stent and distal to the proximal markerband. The stretching observed is approximately 4mm which has misaligned the crimped stent relative to the proximal and distal markerbands. The distal balloon cone was found to be buckled under pressure. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The 75% stenosed, 20mm in length, de-novo target lesion with an ejection fraction of 66% was located in the mildly tortuous, non-calcified, 2.75mm in diameter anterior descending artery. A 20 x 2.75 promus premier, along with a non-bsc guide catheter and pt2 guide wire were selected. An attempt was made to advance the device through the guide catheter and than "to the site of injury"; however, the device was unable to cross the lesion so it was removed. It was further reported that "it is evident that the balloon which supports the stent is retracted and is folded in the distal region." The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.